Event description:
Per the clinic, the implant migrated out of the pocket causing the patient experienced constant pain around the receiver stimulator. The device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.